Event description:
In 2008, the sales representative reported that during a one level cervical procedure the surgeon was going to implant the cervical plate when the secure ring popped off. The surgeon then used another plate to finish the case. A surgical delay of 30 minutes resulted when the restrictor plate removal driver got stuck to another plate on the back table, and once removed, continued to stick during use. There was no reported injury to the patient due to the secure ring dislocating.

Manufacturer narrative:
Evaluation is pending upon the return of the product.